Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4-5 mixed tricuspid regurgitation (tr), enlarged atrium and prolapsed thin leaflets for a triclip procedure. During the procedure, one triclip was successfully implanted. Second triclip was deployed at central to first triclip. When an attempt was made to deploy third triclip, second triclip had single leaflet device attachment (slda) from septal leaflet. When an attempt was made to deploy fourth triclip for stabilization, third triclip had slda from posterior leaflet. Fourth triclip was removed from the anatomy and the procedure was terminated. As per the physician, slda was due to patients pre-existing anatomy. The tr was reduced to grade 4 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as another clip was attempted to implant to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4-5 mixed tricuspid regurgitation (tr), enlarged atrium and prolapsed thin leaflets for a triclip procedure. During the procedure, one triclip was successfully implanted. Second triclip was deployed at central to first triclip. When an attempt was made to deploy third triclip, second triclip had single leaflet device attachment (slda) from septal leaflet. When an attempt was made to deploy fourth triclip for stabilization, third triclip had slda from posterior leaflet. Fourth triclip was removed from the anatomy and the procedure was terminated. As per the physician, slda was due to patients pre-existing anatomy. The tr was reduced to grade 4 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.